Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator alarmed and switched to safety mode. This occurred during patient transport. Once arrived at the hospital, the first technical failure (tf) occurred. Various alarms were observable both visually and through hearing. Tf341009 (pventpressuresensordefect) , tf346054 (safetyfailuredetected), te231036 (pventpressuresensordefect), tf385002 (safetyfailuredetected). The device log files were provided to hamilton. There is patient involvement reported. The event occurred during patient transport. There was need for medical intervention reported. Once arrived at the hospital the patient got connected to another ventilator device. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: ventilator alarmed and switched to safety mode. This occurred during patient transport. Once arrived at the hospital, the first technical failure (tf) occurred. Various alarms were observable both visually and through hearing. Tf341009 (pvent pressure sensor defect), tf346054 (safety failure detected), te231036 (pventpressuresensordefect), tf385002 (safety failure detected). The device log files were provided to hamilton. There is patient involvement reported. The event occurred during patient transport. There was need for medical intervention reported. Once arrived at the hospital the patient got connected to another ventilator device. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.